Event description:
Revision surgery at about 7 years and 6 months post primary for acetabular bone fracture, the stem was well fixed. The surgeon revised successfully the acetabular components and the femoral head.

Manufacturer narrative:
Batch review performed on 08 august 2022: lot 147138: (B)(4) items manufactured and released on 16-feb-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event during the period of review.